Event description:
Patient contacted a dexcom patient care specialist on (B)(6) 2014 and the patient care specialist then emailed dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014, on behalf of the patient. At the time of the call to dexcom technical support, patient care specialist did not report any medical intervention or injuries on behalf of the patient.